Event description:
A report was received from the USA with info stating that an 840 ventilator stopped cycling. The ventilator was not in use on a pt at the time the malfunction occurred. The date of the event was not provided.

Manufacturer narrative:
The user facility reportedly replaced the breath delivery unit (bdu) printed circuit board (pcb). The covidien customer support engineer (cse) uploaded the operational software only and performed the device eval. The ventilator passed the extended self-test (est), short self-test (sst) and the performance verification test (pvt); the device operated within mfg specifications. (B)(4).